Event description:
During an lsh procedure, the surgeon turned up the coag power to get better coagulation performance. Sporadic cutting performance was noticed during the case. The hub on the pks omni device fractured approximately three quarters of the way through the procedure. All parts were retrieved from the pt with no pt harm. To complete the procedure, the surgeon changed to a harmonic device.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made. No failure mode can be established, the value stream will monitor the complaint data base for further occurrences. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.